Event description:
This device was reportedly explanted after implantation due to mr, from center of valve with an oblique excursion and with an eoa of 3.2cmsq.

Manufacturer narrative:
Device not returned.